Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was between 80 to 400 mg/dl at the time of incident. Troubleshooting advised customer that the transmitter and the pump should be within 6 feet of each other and to relocate the transmitter. Customer was advised to call back to run a test plug but customer did not want to do that and the call was disconnected.